Manufacturer narrative:
The reported event of bvvi was confirmed. A device image was received and reviewed, which confirmed entry into bvvi mode. The exact cause could not be determined, and additional diagnostic data (battery, sensing, pacing) was unavailable due to incomplete device image decoding. The root cause cannot be established without device return for full evaluation.

Event description:
It was reported that patient presented to clinic for follow up. It was noted that the pacemaker (pm) entered backup vvi mode. The pm was reprogrammed back to regular mode. The patient was stable.